Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to age-related wear in connection with repeated extreme bending or tensile loads and strong mechanical stress occurring from regular use. In order to avoid such incidents, the instructions found in the instructions for use should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received medwatch (B)(4) by email on june 22, 2023. The medwatch states during a transurethral resection of the bladder tumor (therapeutic), an equipment issue was encountered when the electrical bovie cord made a loud pop & sparked during use. Bovie unit & pad were double checked for good connection. According to staff report, no drapes were burned or marked. No immediate patient harm was noted or harm to staff.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.